Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the night before the call, he had a blood glucose level of 240 mg/dl due to a bent cannula. The customer reported taking a correctional dosage but his blood glucose level went up. Customer also reported that he had a low reservoir alarm but had already changed his reservoir. Blood glucose level at the time of the incident was 395 mg/dl. During troubleshooting, the customer stated that the insulin pump's screen was difficult to read due to scratches. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.